Event description:
During a attempted adiana procedure for (B)(4), the right fallopian tube was cannulated successfully, the left was unsuccessful resulting in the physician aborting the procedure. The physician then performed a tubal ligation and noted "two small perforations" one on each fallopian tube. There was no medical treatment to the perforations. The cause of the perforations is unknown. Additionally, the patient had a fluid deficit of 1200ml. On (B)(6) 2011, it was reported that the "patient is fine." If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the adiana generator not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) precautions: to avoid possible uterine perforation and potential damage to adjacent organs when introducting the catheter into the fallopian tube: do not apply excessive force. According to the instructions for use (IFU) adverse events: the following adverse events were not experienced by woman who participated in the clinical study to evaluate (B)(4) but are still possible: perforation of the uterus or fallopian tube, or other internal body structures. (B)(4).